Manufacturer narrative:
Additional information was added to h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a minicap transfer set was broken (cut) from the middle. This occurred during use of peritoneal dialysis therapy. The patient stated that they did not used scissors or other sharp object. There was no patient injury or medical intervention associated with this event. No additional information is available.